Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements and increasing threshold measurements. Pacing impedance measurements had increased by approximately 1,000 ohms. An invasive procedure was performed and there appeared to be a laceration on the lead. It was also noted that blood appeared to be in the lead due to the laceration. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted compressed coils 18.8 centimeters (cm) from the terminal pin, likely caused during the explant procedure. Additionally, a cut through the insulation was noted 25 cm and 25.5 cm from the terminal pin. Dried blood was noted throughout the lead lumen. The blood likely entered the lead through the cuts in the insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high threshold and high pacing measurements. Analysis did confirm the observed laceration and blood in the lead.